Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00666.

Event description:
It was reported that, "mal-positioned components, revised to a ts insert, femur, and universal baseplate. No add'l info available."